Event description:
It was reported that the customer was hospitalized for high blood glucose and heart failure. It was reported that the customer was hospitalized again for low blood glucose. It was reported that the customer had surgery. Troubleshooting was performed at the time of call and the insulin pump passed the test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.